Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens and the cartridge were conducted correctly. Additionally, we have not received any other complaints from these batches. Additionally, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an email notification stating "leading haptic was torn.".